Manufacturer narrative:
Evaluation summary: the reported event that the plate broke could be confirmed since the returned device matches the reported failure. A review of the labeling did not indicate any abnormalities. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Provided x-rays were analyzed by our clinical expert, he stated: clinical assessment: the given case shows a typical arthrodesis of the first mp-joint which has been fixed with an anchorage mtp cross plate, which represents a treatment of choice in advanced arthrosis of the first mp-joint. For a mtp arthrodesis the normal time to bone consolidation ranges from 4 ¿ 8 weeks. In the given case, the plate was broken approximately 11 weeks postoperatively and at this point of time the x-rays did not show any signs of bone consolidation. The fracture site of the affected anchorage plate shows a typical fatigue fracture in the area of the peak loading at the cross joint counterbore which indicates too high dynamic loading over a long period. Additionally, the amputation of three toes indicates a severe circulatory disorder caused by arteriosclerosis and/or by diabetic angiopathy. Such a circulatory disorder may significantly compromise the bone healing process in the area of the arthrodesis. No details have been reported whether and how long reduced weight bearing and/or a walking boot have been ordered by the attending physician to protect the internal fixation, and under which circumstances the implant breakage occurred. Therefore, no detailed statement in this point can be given. Assumedly, the patient has loaded too much prior to sufficient bone consolidation. Such behavior is adverse because nearly all forces and bending moments are transmitted by the small plate, especially if there is a wide arthrodesis gap with insufficient bone to bone contact. The plate is only designed for transmission of limited loads until sufficient bone consolidation has been confirmed in the follow up x-rays. It is not intended to transmit forces of daily routine over a long period, especially in the case of delayed union or non-union. Therefore, it can be assumed in all probability that the early breakage of the plate is caused by continuous overloading and/or by an acute overloading (e.g. Unintended concussion damage). In conclusion, the implant failure has been caused in all probability by too high postoperative dynamic loading of the plate in a case with delayed union and a wide arthrodesis gap with insufficient bone to bone contact resulting in fatigue fracture of the plate. Based on investigation results, this case could be classified as user-related. (Fatigue breakage). Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the surgeon showed me the x-rays. Surgeon does not know why the plate broke and is concerned. Surgeon is doing a revision surgery on (B)(6) and removing the plate.

Manufacturer narrative:
Device remains implanted at this time. If the device or additional information becomes available it will be reported on a supplemental report. (B)(4): device remains implanted.

Event description:
It was reported that the surgeon showed me the x-rays. Surgeon does not know why the plate broke and is concerned. Surgeon is doing a revision surgery on wednesday (B)(6) 2013 and removing the plate.